Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient underwent a procedure to revise her existing lead (reference MFR report: 3008829311-2017-00964) and during the procedure, a cerebrospinal fluid (csf) leak occurred. The replacement lead was not implanted.

Event description:
Additional information received indicated the patient experienced a headache. It is unknown what, if any interventions were undertaken with respect to the headache.